Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The endoscope was analyzed and the reported failure was confirmed. The scope was found to have friction issue to the advanced endoscope adapter bearings. The endoscope was placed on an in-house diagnostic tester or equivalent and found with local button controls not working properly. The endoscope failed the button functionality test due to the enter button not working when activated. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci assisted prostatectomy surgical procedure, the customer experienced difficulties when changing the scopes from up to down and vice versa. The image got mirrored. A backup endoscope was used. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) contacted the customer and obtained the following additional information regarding this event: the issue occurred during the procedure, after ports were placed. A backup endoscope was used to continue and the procedure was completed with no patient harm, adverse outcome or injury.